Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery a trial inlay from the rental tray broke. When removing the trial inlay, the middle "rod" broke off. There was no harm for patient, operator or third party reported. No further information received. Update avoe 06-nov-2023 it was confirmed that all fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully without the device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The reported device was returned to arthrex germany, but due to a communication failure the device was scrabbed before the device could be forwarded to arthrex us, where the investigation should be performed. A ncr was opened to investigate the root cause for this failure to avoid this failure in the future. The complainant's event could not be verified, since the investigation couldn`t be performed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion/removal, and/or prying/leveraging the device. The complaint cannot be confirmed because the device cannot be visually and functionally evaluated.